Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was patient (pt) was trying to recharge yesterday and it said to call medtronic. It looked like it was recharging but the charging level did not move past 30%. Pt could not remember what the error code was. Had pt use the equipment on the call. Pt noted recharger was making weird cracking sounds. Reviewed it was normal as it was searching for the implant. Pt got no device found and went to passive recharge mode (prm). The prm numbers were at zero but moved to 100 when pt repositioned. It then went to normal charging screen. Pt confirmed the green light was blinking and it showed excellent recharge quality. Implant was in red. Pt will continue charging and will call back if needed. Troubleshooting resolved the reported issue.  Pt also reported they had a gastric sleeve surgery over 1.5 year ago and now, within the last 6 months, the implant had been sticking out where it was moving. It hurt since pt did not have a lot of fat in there. It was noted the healthcare provider (hcp) was supposed to go in there and do some revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient stating the cause of their issues was due to their loss of weight and not enough fat surrounding implant to provide cushioning. The issue was resolved by removing device from previous spot to a different spot where there is much cushioning.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). It was reported that the patient had the implantable neurostimulator (ins) revised on (B)(6) 2022. The pt reported that they are sore and not walking fast due to the surgery. The pt said they had a gastric sleeve surgery and lost 140 pounds which is why they needed the ins revision surgery.